Event description:
Healthcare professional later reported right capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right-side deflation. Device remains implanted.